Event description:
(B)(4). It was reported that during that during a percutaneous coronary intervention procedure, a guide wire break occurred. The target lesion was located in an occluded artery in the lower leg. At an unspecified time in the procedure a v-14 long taper 300cm straight tip v-14 controlwire broke off in the target lesion. It is unspecified how the procedure was completed and the patient's status is unknown. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).